Manufacturer narrative:
Per investigation by the manufacturing site: during the manufacturer's technical inspection of the returned device, the error description provided by the customer, "internal failure, not working per se", could not be confirmed. No failure could be detected during the investigation. However, according to the customers description and the outtake of the error logs, the cause of the error is a safety feature. After 24h runtime the device has to be restarted. This failure appeared with this case and can be seen in the log files on 11.08.2025 the day before report. This is normal behavior of the unit and not a malfunction. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device was returned to our us facility, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that device stopped working, internal failure. The issue happened prior procedure and no patient was affected. No negative impact in state of health reported.